Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's product investigation laboratory. During the investigation the root cause of the oxygen blending module malfunction was found to be caused by contamination of the airflow sensor.